Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead exhibited high pacing impedance measurements up to 1100 ohms and a rise in threshold measurements. The rv lead was still implanted successfully and remains in service. No adverse patient effects were reported.